Manufacturer narrative:
The customer has been asked to return the device and upon arrival it will be evaluated and an updated report will be submitted.

Event description:
Leg support welded area has cracked on the f600 w/ ez swivel carry bar lift.